Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
No issues were identified with the complaint kit lot during the course of the investigation. Further investigation is still on-going. A supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the united states alleges discrepant results for one sample using the cobas liat sars-cov2/flu test (lot 01110z) compared to an unknown competitor method. Customer uses copan vtm with separate copan swabs. Swab is a copan floq swab, but product number not provided. Vtm is copan but product number and volume are not provided. Per the method sheet, this is not considered a recommended practice. The sample tested positive for sars-cov-2, influenza a, and influenza b with cobas liat serial number (B)(4). All targets show late CT values and low amplification. Additional testing of the same sample at a different site, using a different platform, resulted in all negative results for all targets; no further details could be provided. No harm or injury was indicated. It was noted that results were reported.